Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from (B)(6) stating that during service it was found that the hose of the device was damaged. The date of the event is unknown. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. No additional information was provided.